Event description:
It was reported that at the start of a prostate vaporization procedure, the console would not fire after being turned. Trouble shooting steps included turning on and off the console, replacing the fiber and changing articulated arm setting but still the console would not fire. On even after trouble shooting. A new fiber was chosen and utilized with the console, but it would not fire. The screen and fiber port were inspected and everything looked satisfactory, but the console still did not fire. There were no patient consequences; however, the patient was under sedation and the procedure could not be completed. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation status unknown.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that at the start of a prostate vaporization procedure, the console would not fire after being turned. Trouble shooting steps included turning on and off the console, replacing the fiber and changing articulated arm setting but still the console would not fire. On even after trouble shooting. A new fiber was chosen and utilized with the console, but it would not fire. The screen and fiber port were inspected and everything looked satisfactory, but the console still did not fire. There were no patient consequences; however, the patient was under sedation and the procedure could not be completed. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation status unknown.